Event description:
It was reported intermittent occlusion alarms occurred. Additionally, it was reported that the customer experienced ongoing intermittent elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer changed cartridge and infusion set to address elevated bg and the occlusions alarms. Recommendation was made to consult a healthcare provider in regards to diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: the pump is indicated for use with novolog or humalog u-100 insulin. H3 other text : device not returned.